Event description:
Fidia received this information from (B)(4), the u.s. Distributor for (B)(4): initial information was received by a sales representative from a physician's assistant on (B)(6)-2011 and additional information was received on (B)(6)-2011: a (B)(6) male pt received his first injection of sodium hyaluronate (hyalgan) (lot #, expiration date unk) on (B)(6)-2011 for osteoarthritis. The pt developed a large effusion in right knee after getting sodium hyaluronate on (B)(6)-2011. He was aspirated and had 80 cc drawn off knee on (B)(6)-2011. On (B)(6)-2011, it was confirmed that he developed (B)(6) infection. He was hospitalized on (B)(6)-2011 overnight and was currently being treated with intravenous antibiotics (not specified). At the time of the report he had not recovered from the infection. No further relevant information reported.

Manufacturer narrative:
The reported event of joint infection may have been secondary to injection site administration. It is noteworthy that a precaution has been indicated in the product safety reference document regarding strict aseptic administration technique to avoid infections in the injection site. The lot number is not currently available; therefore, no analysis can be performed. However, before batch release, microbiological tests are routinely performed. Thus it is highly unlikely that the reaction could be due to product contamination.